Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. It was noted that the device is programmed to unipolar sensing. A sensing issue was suspected as 2,935 short v-v intervals were noted since 2022. This rv lead remains in service. No adverse patient effects were reported.